Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Product not returned for evaluation. Customer declined replacement product at this time. Most likely underlying root cause: mlc-22-client is testing with expired test strips test strip (B)(4). Note: manufacturer contacted customer on 5/4/2018 in a follow-up call in order to ensure the customer's condition since the initial call; spoke with daughter who states the customer is using a competitor meter and everything is working well. Customer satisfied.

Event description:
Consumer reported complaint for e-0 error: invalid hematocrit. Daughter is calling on behalf of the customer. At the time of the call on (B)(6) 2018, the customer felt well and did not report any symptoms. Daughter stated that on (B)(6) 2018 the customer had passed out due to hypoglycemia. The customer had been taken to the hospital where he was admitted. Customer's blood glucose test result when at the hospital was 29 mg/dl. Customer was diagnosed with hypoglycemia and IV fluids were administered. Customer left the hospital on (B)(6) 2018. No new medications or healthcare program had been suggested. Customer's test strips are expired: manufacturer's expiration date is 07/31/2017 and open vial date was undisclosed. Daughter was advised to discard expired product and purchase new test strips for customer.